Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample handling issues.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. It was found that the customer only allows patient samples to clot for 15 minutes prior to centrifugation. The alarm trace showed sample aspiration alarms. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas pure c 303 analytical unit. The initial na result was 132 mmol/l. The sample was repeated on a c502 analyzer and the result was 140 mmol/l. The customer performed ise recalibration on the c303 analyzer and repeated the sample again and the result was 140 mmol/l. No questionable results were reported outside of the laboratory.